Event description:
Caller reported issues with the charging port of his t:slim x2 pump, stating that the cord did not fit properly to charge the pump. There was no reported impact to his blood glucose level. The customer declined follow-up from technical support and is in the process of receiving a renewal pump.